Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that at the beginning of the 3d scan rotor stopped suddenly. When the umbilical cable was disconnected the battery level of motion battery found empty and the computer shut down in less than a minute. Representative replaced motion batteries which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, loud noise can be heard from the gantry of the imaging system while scanning. The procedure was completed with the use of imaging system. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.